Event description:
New information received indicates that externalized conductors were noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that mild separation of the conductor cable were noted under fluoroscopy. The lead remains implanted.